Event description:
A female patient reported non-specified vision problems three days following cataract surgery that was performed with a phaco handpiece sterilized in a sterrad 50. The patient reportedly had redness with a film covering the eye associated with the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release.